Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Battery out limit alarm was not verified due to unresponsive keypad. The device had cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported a button error on her insulin pump. The buttons stopped responding the other night. She removed the battery, but not the device says battery out limit. Customer cannot clear the alarm because the buttons are not responding. Customer's blood glucose is 175 mg/dl. She stated she was dancing the other night and was sweating while wearing the device. There was moisture under the screen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)